Manufacturer narrative:
Catheter model 8709, serial # (B)(4), implanted: (B)(6) 2007. (B)(4).

Event description:
Hcp reported, the cause of the event was unknown. The patient did not experience any signs or symptoms. The patient outcome was noted as no injury. Patient reported they do not have concerns with their device or therapy.

Event description:
It was reported that a pump was replaced due to longevity issues. It was noted that the pump "started to slow down and not putting the medication through" after being implanted for 4 years and 8 months, and that is the reason it was replaced. It was noted "he," although it is unclear who "he" was, stated it was a "sign of longevity and needed to be replaced." Additional information has been requested, but was not available as of the date of this report.